Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the crt-d was explanted and replaced with a df4 configuration, and rv lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a gradual rise in shock impedances, and were now high out of range greater than 125 ohms. Discussed different configurations and bringing the patient into the clinic to do some additional testing. Device remains in-service. No adverse patient effects were reported.